Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. As received, the battery charger/modem was unable to power on. Upon evaluation, the c602 capacitor on the bedside board was internally shorted. The root cause for the shorted capacitor was unable to be positively identified. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger was unable to power on.